Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation, a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
Event was reported on 3/16/26. A healthcare professional reported that a remake was needed due to the clasp on the back was pulling and cracking. Per the report, they also stated that the bands that attach to the ball clasps were broken. The event was reported to the dental office located in (B)(6), tx.